Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had compromised force sensor system alert with prime rewind anomaly. The blood glucose was 458 mg/dl at the time of the incident. Customer stated that, they are unable to exit the preparing to prime loop. Customer stated that, the rewind message occurred after an alarm and the insulin was squirting out during the manual prime process. They are unable to describe any possible damage to the drive support cap. Customer treated the high blood glucose with manual injections with insulin. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.